Event description:
Additional information was received as follows: it was reported that on the same day as the previously reported peripheral ischemia the patient had an episode of af which was resolved with treatment of medication. The af was not the cause of the acute ischemia. The investigator assessed this to be related to the procedure but not related to the device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (ischemia). Patient's condition affected effectiveness of device (type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (type ii endoleak).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.1 cm abdominal aortic aneurysm approximately six weeks ago. The infra-renal neck angle was 20 degrees. The proximal aorta was 20-24 mm in diameter and 40 mm in length. The right iliac artery was 10mm in diameter and the left iliac artery was 15 mm in diameter. The right and left femoral arteries were 9 and 10 mm in diameter. An endurant bifurcated stent graft enbf2516c120ee and three iliac limb stent grafts, enlw1620c95ee as an ipsilateral extension, an enlw1616c120ee as a contralateral limb and an enlw1613c95ee as a contralateral iliac extension were implanted. The right hypogastric artery was embolized. At the end of the procedure a type ii endoleak was discovered and no intervention was performed. One day post implant the patient presented with peripheral ischemia which resulted in a secondary intervention. The event resolved six days later. The investigator assessed this event to be related to the study device and not to the study procedure. No additional clinical sequelae were reported and the patient is fine.